Event description:
Information received indicates the technician found the bed was not showing the correct ground resistance due to a bad power cord. Cause unknown.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.